Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous follow-up report section h10 was incorrectly captured, it should have been reported as: the manufacturer previously received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was returned and evaluated. Customer complaint ventilator inoperative has been confirmed with error code 262. Software upgraded to the current version and did not clear error code 262.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a ventilator's sound abatement foam. The patient has alleging a ventilator inoperative condition occurred. There was no report of serious patient harm or injury. The device was returned and evaluated. Customer complaint ventilator inop has been confirmed with error code 262. Software upgraded to the current version and did not clear error code 262. Section h6 were updated in this report.